Event description:
One patient sample tube was dropped by a versacell sample management system while being transferred to an immulite 2000 instrument for testing. Serum from the sample tube was spilled onto the immulite 2000 instrument. No other patient samples were contaminated by the spilled serum. The sample could not be tested due to insufficient sample quantity. There are no known reports of patient intervention or adverse health consequences due to the sample tube being dropped by the versacell sample management system prior to being sampled by the instrument.

Manufacturer narrative:
The initial MDR 2247117-2014-00023 was filed on april 28, 2014. The first supplemental MDR 2247117-2014-00023_s1 was filed on may 12, 2014. Additional information (05/16/2014): the customer does not know if the patient was redrawn. The customer did not have another sample tube from the patient to test. The customer stated that the label was placed in the correct position on the sample tube and that the sample tube did not have multiple labels affixed to it.

Manufacturer narrative:
The initial MDR 2247117-2014-00023 was filed on april 28, 2014. Additional information (05/02/2014): the patient sample that was dropped by the versacell sample management system was scheduled to be tested for hepatitis assays on an immulite 2000 instrument.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After troubleshooting with the customer, the ccc specialist offered to dispatch a service engineer to the customer site. The customer declined the service visit. The spilled serum from the dropped sample tube had been cleaned and the system performance of the versacell sample management system and the immulite 2000 instrument were unaffected by the dropped tube. The cause of the dropped sample tube by the versacell sample management system is unknown.